Manufacturer narrative:
This supplemental report is being submitted to provide additional details to the event description.

Event description:
The customer reported there was no delay in the therapeutic procedure as a result of the reported event and it is unknown if any device fragment broke off inside the patient. Olympus did not obtain any further information from the customer.

Event description:
Olympus (osmc) was informed that the customer resection sheath has tip failure, damaged insulation. The customer reported event was found during a therapeutic transurethral resection of prostate procedure. The procedure was completed using the same device. There was no delay and no death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional details to the event description.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, adding other and japan. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the damaged ceramic break occurred due to thermal and mechanical induced wear and tear, improper handling, mechanical overload like fall, shock or similar stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing; inspecting the product. Visually inspect the product. Make sure that it has: -- no corrosion, -- no dents, -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the customer¿s reported issue, the ceramic insulation at the distal tip of the sheath is broken. The evaluation also noted the handle connection is tight/restricted due to bending of the rigid insertion shaft. There are scratches on the tension ring. The cause of the broken insulation at the tip is unknown, however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (osmc) was informed that the customer resection sheath has tip failure, damaged insulation. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.